Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 23 colony forming units (cfus) of pseudomonas aeruginosa and pseudomonas hominis. The suction channel tested positive for 21 cfus of pseudomonas hominis, and the axillary channel tested positive for 1 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 11, 2024. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, it resulted in detection of bacteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 100 colony forming units (cfus) of citrobacter freundii and pseudomonas aeruginosa in the biopsy channel, greater than 100 cfus of citrobacter freundii in the suction channel, 1 cfu of the citrobacter freundii in the air/water channel, 50 cfus of citrobacter freundii and pseudomonas aeruginosa in the auxiliary water channel, greater than 100 cfus of citrobacter freundii, and greater than 100 cfus of pseudomonas aeruginosa in the entire scope. A second test was performed three days later and tested positive for greater than 100 cfus of pseudomonas aeruginosa in the suction channel, 2 cfus of the citrobacter freundii in the air/water channel, 5 cfus of the citrobacter freundii and pseudomonas aeruginosa in the auxiliary water channel, and greater than 100 cfus of pseudomonas aeruginosa in the entire scope. A third test was performed four days later and tested positive for 21 cfus of pseudomonas aeruginosa in the suction channel, 1 cfu of the staphylococcus hominis in the air/water channel, 1 cfus of pseudomonas aeruginosa in the auxiliary water channel, and greater 23 cfus of pseudomonas aeruginosa in the entire scope. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.